Event description:
Customer reported when they draw liquid till 40-50 ml, the syringe begins to drip when its upside down and without any pressure added to the plunger. With or without a needle attached. Also there's a plunger drop following fluid withdrawal problem.

Manufacturer narrative:
Our evaluation indicates that the overall risk for the reported failure is low. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: 20250401. Once the scar report is available a detailed corrective action will be shared. This report was initially submitted on 03/18/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Manufacturer narrative:
The defect was not confirmed based on the analysis of customer returned sample. Regardless, scar (B)(4) was opened to investigate areas of improvement. Planned corrective action includes changing the size of the plunger gasket which will be tracked in an ecr.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.